Event description:
The user facility reported that their reliance synergy washer was leaking water. The leak extended several feet and in front of a door. No procedural delays or cancellations reported. No injury to hospital staff or patients occurred.

Manufacturer narrative:
A steris service technician arrived on site and found the leak to be coming from the door of the washer. The technician replaced the door seals ad adjusted the door. The technician also stated that he re-tightened hose clamps on the washer. It was confirmed that this was done as a precautionary measure since the technician was onsite. A test cycle was performed; the unit was operational and returned to service. The last pm was performed on 1/16/2013 where the door seal was functioning to specification.